Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hs iii proximal seal system 4.3mm. After punching aorta site for CABG operation, bleeding occurred. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hs iii proximal seal system 4.3mm. After punching aorta site for CABG operation, bleeding occurred. The hospital did not report any patient effects. Additional information received from acct mgr on 10-22-2018; bleeding was stopped by clamping; patient was heparinized; blood loss was approximately 30cc; no transfusion; patient info: (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, using hs iii proximal seal system 4.3mm. After punching aorta site for CABG operation, bleeding occurred. The hospital did not report any patient effects. Additional information received from acct mgr on 10-22-2018; bleeding was stopped by clamping; patient was heparinized; blood loss was approximately 30cc; no transfusion; patient info: male: (B)(6).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the seal were observed. The delivery device was inside the loading device when it was returned. The seal and the tension spring assembly were also returned and were not inside the loading device or delivery device. The tether was observed to be cut. The white plunger on the delivery device was observed to be fully pressed and the blue lock disengaged. The delivery device was pulled out from the loading device for inspection. No visible defect was observed and no trace of blood in the tube. Measurements were taken for the delivery device; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. On microscopic inspection, the seal was observed to be unraveled. A trace of blood was evident on the outer edge of the seal. Based on the returned condition of the device and the evaluation results, the reported failure "leak" was not confirmed. There was no device failure. The possibility of a leak would be observed only upon inserting and positioning the seal into the aorta. The almost absence of blood on the seal and the total absence of blood in and on the delivery tube indicates improper use of the device. The instructions for use (IFU) clearly states that an indication of proper deployment of the seal is the presence of blood all over the seal and inside the delivery tube, which is not the case for this complaint report.